Event description:
It was reported that during a procedure for rectal prolapse the staples were fired before completely pulling the firing level and closing the device. This resulted in an incomplete anastomosis. The case was completed with sutures. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.